Event description:
Customer's mother reported via phone call that insulin pump was exposed to moisture due to customer jumping into swimming pool with insulin pump attached. It was reported that as a result, insulin pump began to beep and then went blank. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with corroded electronic assemblies. The insulin pump was received with corroded keypad traces. No traces of moisture noted at motor assemblies per visual inspection. The insulin pump was received with minor scratches on lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.